Manufacturer narrative:
The device was not returned for evaluation. The customer was provided with a replacement battery. The customer informed stryker that the battery replacement resolved the reported issue, but the cause was not conclusively determined.

Event description:
A customer contacted stryker to report that the voice prompts of their device were distorted during use. As a result, adequate instructions would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10, additional mfg narrative of the initial medwatch report indicates the device was not returned for evaluation. The customer was provided with a replacement battery. The customer informed stryker that the battery replacement resolved the reported issue, but the cause was not conclusively determined. Section h10, additional mfg narrative of the initial medwatch report should should indicate the customer was provided with a replacement battery. Stryker data solution support team informed that the battery was replaced and proper device operation was observed. The cause of the reported issue was due to the battery.

Event description:
A customer contacted stryker to report that the voice prompts of their device were distorted during use. As a result, adequate instructions would not be available, if needed. There was no patient use associated with the reported event.